Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported an sjm representative's programmer showed the scs ipg battery was low. The patient reported not being able to establish communication between her scs ipg and charger. The patient also reported experiencing a fall. Further details identified the patent's external devices were stolen a year ago and the patient had not charged since then. An sjm representative confirmed the scs ipg was inoperable using external devices. Surgical intervention will be taken at a later date to address the issue.